Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, in a clinical study, after an intraocular lens (iol) implant procedure, the study patient experienced mild posterior capsule opacification. The patient had undergone unspecified surgical intervention. At the time of reporting the patient was doing well, there are two medical device reports associated with this patient. This report is associated with the left eye.